Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the patient experienced critically low blood glucose levels on (B)(6) 2016. Patient's mother stated that the event occurred at approximately 2:30am and that due to the follower application not correctly alerting, the patient has experienced multiple instances of low blood glucose (between 44mg/dl and 35mg/dl). Patient requires approximately 100 grams of carbohydrates to bring them back up to functioning levels. Patient's parents administer orange juice and other sugar rich substances to bring patient's consciousness back up. Currently patient is not on any medication and is safe in his daily routine of school and home activities. No additional event or patient information was provided.